Event description:
Customer reported a leakage of the set near the chamber during priming. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The reported condition of leak was confirmed. During the visual inspection, it was found that the y-site was broken. The most probable cause for the leak condition is related to a broken y-site caused during the injection molding process. The batch was manufactured with satisfactory results (zero in-process inspection failures). (B)(4).